Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-jun-2024, it was reported that the patient faced infusion set was leaking at the insertion site due to wetness observed in his stomach at that time and later discovered the set cannula was totally crimped, which caused the patient blood glucose elevated to 270mg/dl. The infusion set was in use for two days. No further information available.